Event description:
It was reported that the ventilator while in use check ventilator alarm for overheating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found in the ventilator diagnostic logs error codes indicating blower temperature high and cooling fan speed error. The customer reported that the mounting pins for the cooling fan were removed, and the cooling fan was laying in the bottom of the ventilator. The customer remounted the cooling fan and verified that the cooling fan revolutions per minute (rpm) were in specification. The customer was advised to replace the inlet filter as it was found to be dirty. Upon a follow-up the customer reported that visual inspection showed that the cooling fan had the pins pulled causing the fan to drop inside the housing. Additionally, the filter was found to be dirty. The customer remounted the fan and cover with the four pins. The air inlet filter was replaced, and the unit was returned to use.